Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was patient reported they couldn't charge their implanted neurostimulator since today. Patient noted they hadn't charged their implanted neurostimulator in probably 6 months. Pt attempted to recharge the ins but continued to see the reposition antenna screen. The caller initially called today because the pt has not charged both their ins for six months. The caller is with pt today doing physician recharge mode on the restore device and passive charge on the intellis. The caller notes that the pt has had at least one other over discharge that occurred in the past with pt's restore--pt noted this was in (B)(6) 2022 or (B)(6) 2023 and the mdt rep that addressed it. Today, the caller is on their second round of physician recharge mode on restore (2nd 60 minute countdown) and caller notes he has been doing passive charge on intellis for about 2.5 hours. Agent reviewed that normally we would not expect to need to do more than 4-5 passive charge sessions on a depleted intellis. The rep noted seeing 'reposition, unable to charge' when going through passive recharges. The caller reported seeing 82-94 on passive recharge screen. Agent asked caller to try to connect to ins using controller with and without the rtm. The caller attempted to do so but only got 'no device found' and when 'retry' was attempted, they got 'no device found' again. When 'recharge' was attempted, passive recharge was initiated again. The caller noted the controller showing the 'hello, (B)(6)' message indicated the controller was still paired. Caller attempted 'disable device' and that did not resolve the issue and the controller did not connect to the ins. The caller attempted multiple times to conn ect to ins using the tablet but was unable to do so, only got 'searching for device' and 'no device found, move the communicator.' The caller states when he palpates he can feel the ins and noted tried to close all apps and connect again no connection was made. The caller notes with the pt's body and orientation of ins it takes a little pressure to situate over the ins. Agent advised that this case would be escalated but in the meantime: continue physician recharge on the restore, consider trying 'disable' again, consider trying another controller, continue to try to connect via tablet and if that is successful do not exit the session but make sure to collect mdt file and any other relevant files which can be done by calling pats/hcit. Additional information was received from the manufacturer representative (rep). It was reported that the patient admits to be poor historian and stated its very possible that two trickle charges have been performed in the past. Patient became frustrated with length of time of trickle charge, and physicians office was closing for the day. Therefore trickle charge was aborted. Patient plans on making appointment with physician to discuss future plans with device. Regarding the inability to connect/charge the ins, the rep said while on with tech support they disabled device and repaired with no success. Attempted interrogating device with two different tablets with no success. Patient is currently still in passive recharge mode. Patient stated they will call if this were to change.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.